Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to loose tib base, femur extended, and tibial base had a medial overhang.

Manufacturer narrative:
This is the same event as 3010536692-2015-00033, -00034, -00035. This report will be updated when investigation is complete. Trends will be evaluated.